Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. The patient elected not to have the lead replaced, and the ipg was set to single chamber mode. No patient complications have been reported as a result of this event.